Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous pressure alarms and cautions occurred during a routine hemodialysis treatment. The operator discontinued treatment due to possible clotting of the filter. Rinseback was not performed resulting in an estimated blood loss of 190cc. Medical intervention was required.

Manufacturer narrative:
Nxstage learned through follow up that the cartridge had not been returned as requested. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs to rinseback the patient's blood in the event alarms cannot be resolved in a timely manner. Review of the treatment log files indicate that the problem was most likely related to inadequate blood flow from the patient's vascular access. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.